Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. It was confirmed that the reprocessing steps at the material residue point were not deviated from the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material. There were no reports of patient involvement.